Event description:
It was reported by service report that the power cord was damaged.

Manufacturer narrative:
Follow-up submitted as the initial report included an issue with the motion interrupt pan. Further investigation determined there was not a problem with the motion interrupt pan.

Event description:
It was reported by service report that the power cord sheathing and motion pan were damaged.

Manufacturer narrative:
Result - motion interrupt pan.